Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging, device use, procedure, and/or anatomy-relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as stable following the secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.

Event description:
The patient underwent implantation of the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) days later, supplementary treatment was administered to address an infection characterized by gas within the aorta, fever, and signs of inflammation. An open surgical intervention was performed, involving drainage and omentum filling. The final patient status was reported as stable following the secondary procedure.